Event description:
Material no.: 449289. It was reported by the customer that a recent misidentification happened with panel phoenix nmic/ID-307 and citrobacter was mis-ID'd as salmonella. Lot#: 2039319. This event had one occurrence and there was no patient impact. The following information was provided by the initial reporter: "customer is reporting a recent misidentification - citrobacter was mis-ID'd as salmonella. Lot#: 2039319."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: this complaint is for misidentification of citrobacter as salmonella when using phoenix panel nmic/ID-307 (449289) batch number 2039319. The customer did provide lab reports, but did not provide isolates or panels for investigation. To investigate, three retention panels from the complaint batch were tested on a phoenix m50 instrument using qc isolates of citrobacter freundii (8221), and evaluated for identification results. During investigation, all panels identified correctly. This complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed two additional complaints on the complaint batch, where one was related to this defect type. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. H3 other text : see h.10.

Event description:
Material no.: 449289. It was reported by the customer that a recent misidentification happened with panel phoenix nmic/ID-307 and citrobacter was mis-ID'd as salmonella. Lot #2039319. This event had one occurrence and there was no patient impact. The following information was provided by the initial reporter: "customer is reporting a recent misidentification - citrobacter was mis-ID'd as salmonella. Lot #2039319.".